Manufacturer narrative:
H6 component code: g07002 ¿ device not returned. The manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - age:27, bh 159cm, bw one week before operation: 73.9kg. The diagnosis and indication for the elective c-section index surgical procedure? - elective caesarean section for unstable lie. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal how was the suture tied? - tied at the wound angles of retcus sheath, at least 3 throws of knot on each side. What tissue dehisced? - rectus sheath. Was there any precipitating stress factor for the suture breakage post-op? - no obvious factor noted. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? - no. Other relevant patient history/concomitant medications - nil. What is physician¿s opinion as to the etiology of or contributing factors to this event? - suture broken in the middle. What is the patient¿s current status? - well after resuturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp479h; pdbcxtt0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the elective c-section index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture tied? What tissue dehisced? Was there any precipitating stress factor for the suture breakage post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent c-section on (B)(6) and suture was used. The suture was used to close the rectus sheath in a continuous manner in elective procedure. On (B)(6), it was found that the suture was broken, resulting in a major portion of rectus sheath burst opened. The wound and tissue were clean. The suture strand was broken in the middle of the wound whereas the knots were found to be intact on both wound edges. The patient was admitted to the hospital for repair on the same day of incident. Additional information has been requested.